Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis, with a blood glucose reading of 300 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The customer stated that the infusion set was removed, and the cannula was bent. The mother declined further troubleshooting as she was sure that the bent cannula was the cause. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.